Manufacturer narrative:
The reported complaint of user advisory - ua 41 (patient temperature sensor failure) on the autopulse platform (sn (B)(4)) error message was not confirmed during functional test but confirmed during data archive review. Initial functional testing passed without any system error. The cable connection from the temperature sensor to the pdb was not loose. The ap platform was blowing hot and cool air directly to the location of the temperature sensor mounted and as a result, the sensor responses respectively to the temperature increase/decrease. Run-in test using the 95% patient test fixture (lrtf) was performed and was unable to replicate the user advisory error. However, as a precautionary measure, the temperature sensor was replaced to avoid future ua 41 reoccurrence. During visual inspection, a cracked front cover and the encoder drive shaft does not rotate smoothly, exhibits binding and resistance were observed. These types of a physical damage and part malfunction on the ap platform can occur due to normal wear and tear. The damaged and malfunction parts identified have been replaced. These issues were unrelated to the reported complaint. The autopulse platform is a reusable device and was manufactured in april 2015. Initial functional testing passed without any fault error. During archive data review, error message ua 41 was identified on the date the issue occurred. Thus, confirming the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint for autopulse serial number (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, the autopulse platform (sn (B)(4)) prompted a user advisory - ua 41 (patient temperature sensor failure) error message when using in a cardiac arrest patient. The user was unable to clear the error message and therefore, manual CPR was performed. The patient expired. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. In this event, death is attributed to out-of-hospital cardiac arrest (ohca). Death is an expected outcome for ohca.

Event description:
As reported, during patient use in cardiac arrest, the autopulse platform (sn (B)(4)) prompted a user advisory - ua 41 (patient temperature sensor failure) error message. On (B)(6) 2018, it was further reported by the customer that this issue happened on two other patients in cardiac arrest. Each time the patient was removed from the device and manual CPR continued. The error did clear at the fire station and the ap platform remained in-service until this third incident. All three patients reportedly had expired. Note that three separate mdrs have been submitted. This MDR, MFR 3010617000-2018-00730 that was initially submitted on july 19, 2018 and MFR 3010617000-2018-00809 that was initially submitted on august 7, 2018.